Event description:
It was reported to medtronic neurosurgery that the child had a new evd system in place. According to the report, after lifting child from potty chair, the evd clear tubing was noted to be on floor. The report stated that the other part of tubing that was inserted in patient was still intact. Reportedly, the clear tubing was noted to have become disconnected from the clear connector nearest to insertion site. According to the report, the clear tubing easily slid in and out of the connector when trying to reconnect later in the pre-op area after the device had been removed from the patient. The report stated that the nurse did not note tugging or tension of tubing of any kind when putting child in bed. Reportedly, as soon as the tubing was noted to be disconnected, the nurse called for help, the neurosurgeon was paged stat, sterile bandage was applied to site which was still dressed with original primpore dressing and pressure was applied. According to the report, the child was monitored continually during entire event and his status did not vary from before the event. The report stated that the neurosurgeon removed the part of tubing sutured in child and dressed it. Reportedly, the patient is doing fine now.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).